Event description:
A bipap a30 ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. During device evaluation, a ventilator inoperative code was noted indicating failure of the outlet pressure sensor. Replacement of the printed circuit board would be required to address this issue. No foam particles were confirmed inside the device. No repairs were completed because the device was requested by the customer to be scrapped. The device will be included in the fsn 2023-cc-src-039.